Event description:
Patient presented to the physician with the stimulation lead poking through the chest incision. Physician brought the patient into the or, tucked the stimulation lead lower, and closed the incision.